Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope a foreign object was present in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified, it is likely that reprocessing was not conducted properly due to leakage from damaged auxiliary water channel. Subsequently, the materials were not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.